Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosis in the distal right coronary artery. Reportedly, the 3.0 x 12mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during second inflation at 12 atmospheres. A non-abbott balloon catheter and stent were used to complete the procedure without incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.